Event description:
It was reported asymptomatic patient presented in-clinic for follow-up. Device was found to be in backup vvi mode. The device was successfully restored through a device download. No adverse events experienced by the patient.